Event description:
Patient had xen®45 gts implanted in the right eye experienced iop rose to 14 mmhg three months post-op. Patient was put on fixed combination timolol 0.5%-brimonidine 0.1% followed by travoprost .004% with the intraocular pressure (iop) settling at 10 mmhg with a diffuse bleb at four months. At one year post-op, iop rose to 22 mmhg requiring bleb needling and patient put on two antiglaucoma medications but iop remained high. Pacts (periluminal anterior chamber tip shockwave) treatment performed for suspect intraluminal debris was clogging the stent. Event resolved with only travoprost .004% q.h.s. And topical steroid twice daily. Also noted in the article: "rescue of failed xen-45 gel implant by nd:yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion" from the journal of glaucoma; there was a tiny droplet of whitish material at the anterior chamber tip of the xen-45. While this material did not appear to block the lumen via gonioscope, hydrodynamic force generated during the shockwave treatment improved flow.

Manufacturer narrative:
Article citation: ronald l fellman, davinder s grover, oluwatosin u smith, and helen l kornmann. ¿rescue of failed xen-45 gel implant by nd: yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion.¿ journal of glaucoma, vol. 7. 2021 jul 1. Doi: 10.1097/ijg.0000000000001847. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Manufacturer narrative:
Article citation: ronald l fellman, davinder s grover, oluwatosin u smith, and helen l kornmann. ¿rescue of failed xen-45 gel implant by nd: yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion.¿ journal of glaucoma. 2021 apr 6. Doi: 10.1097/ijg.0000000000001847. Additional information cannot be obtained as no contact details were provided. This is the same article reported under MDR ID #3011299751-2021-00161 (allergan #emdr-00918).

Event description:
Patient had xen®45 gts implanted in the right eye via an ab-externo experienced iop rose to 14 mmhg three months post-op. Patient was put on fixed combination timolol 0.5%-brimonidine 0.1% followed by travoprost .004% with the intraocular pressure (iop) settling at 10 mmhg with a diffuse bleb at four months. At one year post-op, iop rose to 22 mmhg requiring bleb needling and patient put on two antiglaucoma medications but iop remained high. Pacts (periluminal anterior chamber tip shockwave) treatment performed for suspect intraluminal debris was clogging the stent. Event resolved with only travoprost .004% q.h.s. And topical steroid twice daily was noted in the article: "rescue of failed xen-45 gel implant by nd:yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion" from the journal of glaucoma; there was a tiny droplet of whitish material at the anterior chamber tip of the xen-45. While this material did not appear to block the lumen via gonioscope, hydrodynamic force generated during the shockwave treatment improved flow.